Event description:
It was reported that the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited high capture threshold and loss of capture. Chest x-ray confirmed rv lead and ra lead dislodgement. The entire system was explanted and could not be reimplanted due to patient anatomy. The patient is currently recovering.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.